Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Upon visual inspection of the returned complaint device, the device did not meet curve specification. Also, a kink was found distal to the transition point of the catheter. A review of the DHR supports that the device met all inspection and test criteria prior to release. Therefore, the most likely root cause is mishandling subsequent to distribution from stryker. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters."

Event description:
It was reported that the steering on the ep catheter did not function properly. There was no surgical delay, medical intervention, or adverse consequences as a result of the event.